Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in shock impedance measurements were noted when it comes to this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d)). The values had been out of range the last six months. Boston scientific technical services (ts) discussed troubleshooting and possible testing to be done to determine the root cause of this case. No adverse patient effects were reported.